Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned. A review of the device history was performed and no complaint issues were found. Device is an instrument and is not implanted/explanted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the manufacturing investigation by the supplier reported that upon receipt, ¿visual inspection confirmed that a section of cable was lodged within the tensioner. Pioneer surgical technology manufactured the cable tensioner, part #391.201, and lot #p507840 on po #275263 dated march 18, 2002 for 100 pieces. Initially, the part conformed to the supplier¿s certificate of conformance, dated march 11, 2002, and synthes final inspection sheet # 391if201, revision ¿d¿. The parts were released to the warehouse on march 22, 2002. There were no material review reports, nonconformance reports, or complaint related issues with this lot. Due to an unknown cause, during a distal femur revision ¿ the tensioning device became jammed. Toward the end of the procedure, a cable became stuck in the tightening mechanism of a cable tensioner. An attempt to loosen the tensioner to remove the cable was unsuccessful. The cable had to be cut in order to remove it, and another cable was passed. Supplier reported that upon receipt, ¿visual inspection confirmed that a section of cable was lodged within the tensioner.¿ supplier stated, ¿the tensioner was disassembled to remove the cable, reassembled and tested three times¿all test results meet specifications. The DHR review confirmed this product met specification prior to shipping.¿ based on the evaluation and the unknown cause, this complaint is not considered manufacturing-related. The cable tensioner was made to the synthes drawing p/n 391.201, revision ¿e¿, released on november 8, 2001. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2014 during a distal femur revision surgery, a 4.5mm cortex screw head sheared off during insertion. Additionally, the tensioning device became jammed. The original implant date was (B)(6) 2013. A 4.5 mm variable angle condylar plate was implanted to repair a supracondylar fracture of a distal femur which had both a hip and knee prosthesis. Post-implant x-rays showed a non-union of the femur fracture and a broken plate. The patient was scheduled for revision surgery on (B)(6) 2014 to remove the plate and all screws. A new plate, screws, and a cable would be used to correct the non-union. During the procedure, the head of a cortex screw(part 214.828, lot unknown) sheared off from the shaft during drilling. The shaft could not be retrieved and was left in the patient. Toward the end of the procedure, a cable became stuck in the tightening mechanism of a cable tensioner (part 391.201, lot p507840). An attempt to loosen the tensioner to remove the cable was unsuccessful. The cable had to be cut in order to remove it, and another cable was passed. The procedure was completed successfully without any reported delay. This is 1 of 3 reports for the same event, complaint (B)(4).